Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had fractured, and it exhibited high impedance, oversensing and a polarity switch. The rv lead oversensing resulting in the implantable pulse generator (ipg) under-pacing which lead to the patient experiencing syncope. The rv lead was explanted and replaced. The ipg remains in use. No further patient complications have been reported as a result of this event.